Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - when was the suture(s) broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - it was indicated that one box is affected however, could you please advise the exact quantity of broken sutures reported in this file? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - device return status. Please document the shipment tracking number: a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on mw# mw# 2210968-2024-02393. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. Suture product breaking. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. When was the suture(s) broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the suture was breaking during tying the knot. 2. It was indicated that one box is affected however, could you please advise the exact quantity of broken sutures reported in this file? There were several broken from the same box. 3. Did the event occur during one or multiple patient procedures? The event happened during one procedure. 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No previous events reported. Device return status. Please document the shipment tracking number: box is available for return.

Manufacturer narrative:
Product complaint # (B)(4). The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received thirty-seven unopened samples pertain to the product code 8734h. This product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using an instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.